Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. External and internal visual inspection of the returned platform was performed which shows no damages. A review of the autopulse archive was performed and the reported complaint that the platform displayed a user advisory 2 was confirmed. The archive data shows that ua2 (compression tracking error) occurred on the reported event date of (B)(6) 2014. User advisory 17 was not observed on the reported event date. Functional testing was performed and the reported complaint that the platform exhibited user advisories (uas) 2 and 17 was confirmed. Both of these faults were observed during initial functional testing. It was found that the drive train motor was at fault. Based on the investigation, the part identified for replacement was the drive train motor. In summary, the reported complaint that the platform displayed a ua 2 was confirmed during review of the archive and functional testing. However, ua 17 was only confirmed during functional testing. The fault was found to be due to the defective motor drive train and was replaced to remedy both faults. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Complainant alleged that the autopulse® platform stopped after performing one compression and then displayed user advisory (ua) 02 (compression tracking error) and 17 (max motor on time exceeded during active operation) messages. No adverse patient sequelae was reported. No further information was provided.